Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Investigation summary the product was returned to eth for evaluation. Visual inspection revealed that eleven unopened samples were received for analysis. The product code 8702h is double armed. In order to evaluate the condition of the returned samples, no external damage was observed on the packets. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand with no anomalies observed. A functional test was performed, and the pull force results were above the minimum requirements, with the device performing without any defect noted. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the devices were returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now.

Event description:
It was reported that a patient underwent an unspecified procedure on (B)(6) 2025 and suture was used. The needle keep falling off. There were no patient adverse event. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: - how many devices demonstrated the alleged deficiency? 3 - did the event occur during one or multiple patient procedures? One - what is the total number of procedures? 1 - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No - if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)?n/a to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.